Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a slider clamp; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "slider clamp" alarm was confirmed during product evaluation. This condition was caused by corrosion and dirty contacts in the safety slide clamp sensor. The safety slide clamp sensor and contacts were cleaned and resoldered to correct the reported condition.